Manufacturer narrative:
The customer contacted siemens customer care center (ccc) to report a discordant, falsely depressed vancomycin patient result obtained on a dimension vista 500 instrument. Siemens reviewed the information provided and determined the discordant patient result recovered elevated absorbance values following the reagent 1 addition. Following siemens guidance, customer cleaned and aligned the server 1 probes for troubleshooting purposes. System was fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 500 instrument. The initial result was not reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed vancomycin patient result.